Event description:
Follow up information reported that a check of impedances 1 hour post-op were normal. It was also noted that at that same time the patient experienced comfortable stimulation from the device. No further information was available but it additional information is received, a follow up report will be sent

Manufacturer narrative:
The initial MDR was filed as mfg. Report # 3007566237-2013-02328. Additional information received clarified that the correct manufacturing site was site (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7427v, serial# (B)(4), implanted: (B)(6) 2006: product type implantable neurostimulator; product ID 37082, implanted: (B)(6) 2013: product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2006: product type programmer; patient product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006: product type extension; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006: product type extension; product ID 3093-28, lot# v013943, implanted: (B)(6) 2006: product type lead; product ID 3093-28, lot# v013728, implanted: (B)(6) 2006: product type lead. Device used for off label indication.

Event description:
It was reported that while in the operating room, where the patient received a new extension and ins, there was an impedance issue with low out of range impedance value. They saw <(><<)>50 ohms on 4/7 when tested at default (.7v) . They read >10000 ohms on the other remaining pairs. It was recommended running exhaustive impedance test at 1.5v or 3.0v if the patient could tolerate. Hcp (healthcare provider) was just closing so the representative had to wait to rerun impedances. The representative reran them but could not understand the values being read back to them. Per another person in the room, they weren't going to worry about them at this point. If additional information is received, a follow up report will be sent.